Manufacturer narrative:
Eval - method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Bench testing of the ipg using high discharge program parameters indicated normal discharge and recharge times. Ipg passed all functional testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2007. It was reported that this pt had a history of falling with subsequent lead replacements and a procedure to replace a port plug. It was reported that after the procedure for the port plug, the pt claimed his ipg would no longer hold a charge. He was recharging his ipg about every 30 hours. The physician explanted the ipg on (B)(6) 2008 and returned it to ans for eval. Follow-up on the pt found no further issues reported.